Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. A product development investigation was performed. And it was concluded, that the segmentation is designed within trumatch specifications. And no issues were identified. A manufacturing record evaluation was performed, for the finished device product. Description: trumatch CT cut guide kit l product code: 420915, lot number#: 00046084. And no non-conformances or manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Device history lot: a manufacturing record evaluation was performed, for the finished device product. Description: trumatch CT cut guide kit l product code: 420915, lot number#: 00046084. And no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral jig where the lateral distal pin hole was a fraction too small for the pin to go through. By removing the jig from the patient and drilling a pin very firmly through the hole, eventually could pass a pin. The first pin was significantly abraded in the process of widening the hole. The second issue was that the templating process had suggested a size 5n femur and a size 5 tibia. When the size 5 block was applied and the ¿angel wing¿ used to check where the cut would take place is was clear that only a very tiny anterior slice would be removed and trying a size 4 block provided a better fit. On the tibial side the cut was fine but the size was a better fit with a size 4 implant.